Manufacturer narrative:
A visual examination of the returned device revealed the suture anchor was detached from the stability plug. The suture anchor had a fractured leg and the leg was in the plug housing. It was determined that the most likely cause of the suture anchor breaking was related to the molding of the replacement clip. Ascent procedures provide extensive inspection steps at the part, subassembly, and assembly level in order to ensure that defective or damaged parts are not assembled into final product. Furthermore, 100% of all bladeless trocar devices are subjected to inline functional testing to ensure only properly operating devices are sent to customers. The device history record for the returned device indicates that the trocar passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that "one of the anchors broke off during the case" from a trocar. Additional steps were taken to look for the piece inside the patient including physically searching, irrigation and using a scope. The piece was then found on the floor after 15 minutes so attempts to locate it in the patient were stopped. No patient injury was reported.